Event description:
Consumer stated tampon came apart upon removal and tampon pieces remained inside her. She plans to visit a doctor to ensure remaining pieces are removed completely.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.